Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst commented that there was one non-sustained episode and 1 lead failure predictor episode of <(><<)> 220 ms ventricle to ventricle cycle that were recorded on (B)(4) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2008; 4195 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was undersensing the patient¿s ventricular fibrillation (vf), resulting in delayed therapy. One shock was delivered once detections were met and the vf was terminated. The patient reportedly lost consciousness for approximately fifteen minutes afterward. The patient was admitted to the hospital, was intubated, rv sensitivity was adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.